Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. The root cause of this event cannot be conclusively determined with the available information. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The root cause of this event remains indeterminable. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a patient with a 8300ab intuity elite valve, implanted in aortic position, was scheduled for a redo surgery due to paravalvular leak (pvl). Reportedly, this patient did not have bicuspid aortic native valve.